Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received and this implantable cardioverter defibrillator (ICD) is also exhibiting high right ventricular (rv) lead shock impedance. Technical services (ts) was consulted and recommended adjusting the upper limit and further revision. No adverse patient effects were reported. Additional information was received and this ICD system exhibited high above 125 ohm shock impedance measurements. No adverse patient effects were reported.